Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was having issues with high blood glucose. Customer stated he was attempting to correct high blood glucose of 382 mg/dl and the device suggested a 0.0 correction. He believes there was something wrong with the device. Customer was advised the device was telling him due to active insulin he didn't need more insulin in his body. Customer confirmed he had treated for blood glucose of 783 mg/dl earlier. Customer was offered troubleshooting and the customer declined. The customer is not returning the device for analysis.